Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Lead dislodgement was suspected. The lv lead was deactivated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Lead dislodgement was confirmed via diagnostic imaging. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.